Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the subclavian vein of a (B)(6) male patient in the intensive care unit. During insertion the guide wire lost its shape. As a result, another kit was used to complete the procedure successfully. There was no delay in treatment and no patient death or complications reported.